Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter in is a getinge employee with different contact details from that of the event site which are as follows: (B)(6). The customer is not requesting service on this iabp at this time because they are not clinical use. They will contact getinge to perform a preventative maintenance when they put iabp back in service. The fse annotated on the field action reports that the iabp is not safe for clinical use, also put a red tag on the unit indicating iabp is not fit for service.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) was no longer in use for clinical service. The customer also reported to the getinge field service engineer (fse) during field action, that there hasn¿t been service done to this pump since 2011. When the fse arrived on site, the unit had an expired safety disk and would not power on unless it was plugged in. When the iabp was plugged in, the battery charge light would not illuminate. There was no patient involvement or adverse event reported.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) was no longer in use for clinical service. The customer also reported to the getinge field service engineer (fse) during field action, that there hasn¿t been service done to this pump since 2011. When the fse arrived on site, the unit had an expired safety disk and would not power on unless it was plugged in. When the iabp was plugged in, the battery charge light would not illuminate. There was no patient involvement or adverse event reported.